Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), pregnancy with contraceptive device ("unwanted pregnancy") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent surgical removal of the device). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache, hypersensitivity, mood swings and fatigue outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menstrual disorder, mood swings and pregnancy with contraceptive device to be related to essure. The reporter commented: patient was forced to undergo a major surgery as a result of her essure implants. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device'), pregnancy with contraceptive device ('unwanted pregnancy'), genital haemorrhage ('excessive bleeding') and pelvic adhesions ('adhesions') in a 24-year-old female patient who had essure (batch no. D08067- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida. Previously administered products included for an unreported indication: depo provera. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced headache ("headaches"), migraine ("migraines") and alopecia ("hair loss."). In (B)(6) 2017, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain/dysmenorrhea (cramping),"), abdominal pain ("abdominal pain/pain"), dyspareunia ("painful intercourse,dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced pelvic adhesions (seriousness criterion medically significant), 1 year 10 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), hypersensitivity ("allergic reaction") and mood swings ("mood swings") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3), meloxicam, topiramate and surgery (lysis of adhesions and underwent surgical removal of the device/essure reversal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, menstrual disorder, back pain, headache, hypersensitivity, mood swings, fatigue and pelvic adhesions outcome was unknown and the dysmenorrhoea, abdominal pain, dyspareunia, migraine and alopecia had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menstrual disorder, migraine, mood swings, pelvic adhesions and pregnancy with contraceptive device to be related to essure. The reporter commented: patient was forced to undergo a major surgery as a result of her essure implants. Discrepancy in essure insertion dates as per pfs : (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-jun-2019: update of information (batch is not valid). Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device'), pregnancy with contraceptive device ('unwanted pregnancy'), genital haemorrhage ('excessive bleeding') and pelvic adhesions ('adhesions') in a 24-year-old female patient who had essure (batch no. D08067- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida. Previously administered products included for an unreported indication: depo provera. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced headache ("headaches"), migraine ("migraines") and alopecia ("hair loss."). In (B)(6) 2017, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain/dysmenorrhea (cramping),"), abdominal pain ("abdominal pain/pain"), dyspareunia ("painful intercourse,dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced pelvic adhesions (seriousness criterion medically significant), 1 year 10 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), hypersensitivity ("allergic reaction") and mood swings ("mood swings") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3), meloxicam, topiramate and surgery (lysis of adhesions and underwent surgical removal of the device/essure reversal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, menstrual disorder, back pain, headache, hypersensitivity, mood swings, fatigue and pelvic adhesions outcome was unknown and the dysmenorrhoea, abdominal pain, dyspareunia, migraine and alopecia had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menstrual disorder, migraine, mood swings, pelvic adhesions and pregnancy with contraceptive device to be related to essure. The reporter commented: patient was forced to undergo a major surgery as a result of her essure implants. Discrepancy in essure insertion dates as per pfs : (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-jun-2019: update of information (batch is not valid). Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.